Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a syringe. The customer reports that the syringe is not moving smoothly causing the clinician to be splattered with blood. This is occurring during the irrigation of blood clots in the bladder.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
The device history record file was reviewed indicating that product was released meeting all quality standard requirements. There were no non-conforming issues reported during the manufacture of this product for a similar condition as reported in this complaint. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. However, the most possible root cause can be due to an insufficient amount of lubricant between the syringe and grommet which could produce toughness during use. This issue could be originated during the automatic assembly of the components. The manufacturing personnel were notified of this incident. The current process is running according to product specifications meeting quality acceptance criteria. Covidien will keep monitoring the process for any adverse trends that require immediate attention; however, a change was created as a process improvement which will change the silicone viscosity to enhance the sliding of the piston through the barrel. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.